Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. It was also reported that air bubbles were noted in the luer lock. There was no impact to the customer's blood glucose level. The customer performed the fill tubing process; however, another air bubble was seen after the process was performed. The customer resumed insulin and the air bubble issue was resolved. The customer changed supplies to address the occlusion alarm. Due to the occlusion alarm occurring in the past and supplies being changed, troubleshooting to determine the source of the occlusion with tandem technical support was unable to be performed.